Event description:
Reporting status: serious injury - permanent impairment. Reporting rationale: guide wire tip remains in the patient. Device issue: guide wire separation. It was reported that while trying to cross a chronic occlusion in the lad, the guide wire became embedded in the wall of the lad. This was observed when the guide wire was removed and the tip of the guide wire was separated. No dissection was observed. The patient was asymptomatic. There was no attempt to remove the separated piece from the patient; therefore, it remains embedded in the adventitia of the lad. The case was aborted. No additional event or patient information are available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information, but the device was not returned for analysis. Historical data shows that guide wire tip damage of this nature may happen when the core is subjected to tensile or torsional load beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. The case details confirm that the guide wire was trapped in the vessel wall. Overall, the issue appears to be related to case circumstances and not a quality issue with the device.